Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to initially address bg. Reportedly, the customer experienced a seizure due to the low bg event. The customer was admitted to the emergency room (ER) where healthcare providers administered intravenous saline and saline fluids to treat the low bg. The customer was released with the issue resolved and no permanent damage. The customer declined to perform further troubleshooting with tandem technical support.